Event description:
Information was received indicating that a smiths medical device was stating a blockage was detected. There was no reported adverse events.

Manufacturer narrative:
Other text: one infusion pump was returned for evaluation. Visual inspection of the device found rear housing to be damaged. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported complaint was noted. Device underwent functional testing and reported customer complaint was unable to be duplicated. Testing was performed and the device passed all functional tests.